Event description:
It was reported that the atrial lead impedance recorded by the implanted device has many impedance readings over 2000 ohms. Attempts to elicit electrical noise with patient isometrics were unsuccessful. The lead remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.